Event description:
Incident as reported: "the trigger that is used to lock the graspers completely breaks off during the case, making it difficult to release the graspers from the tissue without prying the grasper apart. Stuck in lock position." "They had to pry the product apart. The grasper ripped the tissue of the gall bladder, which was then removed."

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the blade was broken off outside of the patient's body. No pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.